Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/29/2025, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt experienced breakage. One side of the graft broke during the sixth tensioning (final pull-up to the tip of the bone tunnel) while being passed through the bone tunnel. The graft was removed from the patient, and a new product was used to complete the surgery without incident. The event occurred during an acl procedure performed on (B)(6) 2025, with no patient harm reported. Additional information was received on 10/02/2025: all components of the implant were successfully retrieved from the patient. The procedure was completed using the ar-1588rt-ib tightrope ii rt device. No specific details regarding bone preparation or bone quality were documented. The case proceeded with no significant delay and required no additional anesthesia and resulted in no reported adverse effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.